Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was transferred overnight to a different room and the room number was updated but not in pyxis. A technical support specialist found that the es server didn't receive the transfer message. Advised the customer to contact the active directory team to resend the message if the same issue persists in future. The system functioned as intended after the technical support specialist troubleshot the device. The technical support specialist (tss) reported upon checking the status was pre-admitted on most of the visitid's. To rectify the team needed to send message a01 (admit) or a04 (register) in order for the patient to show up at the station. Tss responded to the customer that the manual message they sent was unable to be located on the es server and they would need to resend the message if the issue persisted. The customer thanked the support specialist and advised to close the case.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patient was transferred overnight to different room, room number was updated but not updated in pyxis. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delays or adverse events or injuries reported based on this event.